Manufacturer narrative:
(B)(4). No abbott devices were reported as implanted. As this was previously reported, it must remain reportable. No investigation required.

Event description:
Subsequent to the initial 30-day medwatch report filed, the following information was received: on (B)(6) 2013, 4 non-abbott stents were successfully implanted. On (B)(6) 2017, the patient died under hospice care from atherosclerotic heart disease, hypertension and chronic kidney disease. No abbott devices were reported as implanted. As this was previously reported, it must remain reportable. No additional information was provided.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular drug eluting stent in the us.

Event description:
It was reported that on (B)(6) 2013, two promus stents were successfully implanted in the proximal to mid right coronary artery. On (B)(6) 2017, over 4 years post stent implantation, the patient died from unspecified causes. There was no additional information provided.